Event description:
On integrity rx coronary stent system diameter 3.5mm length 30mm was deployed in the mid lad at 12atm following pre-dilatation. Post dilatation under taken. Nc exchanged for a 2.5 balloon to predilate the distal lesion. Before predilatation was able to occur a free leak within the stented segment was noted. A covered stent was attempted however was unsuccessful. Urgent echo noted an evolving tamponade which was tapped (1700mls drained in total). A second attempt to insert a covered stent was unsuccessful. An attempt was made to cover the leak with another integrity rx coronary stent system diameter 4mm length 12mm. This was inserted within the original stent. Another attempt was made to again deliver covered stent. 'Mother-daughter' set up used; however, again unsuccessful due to calcified and tortuous artery. The top end of the lad just distal to the ostium was stented with another integrity rx coronary stent system diameter 3.5mm length 18mm. An intra aortic balloon pump was inserted. Due to the ongoing leak through the lad the patient was sent for emergency surgery and died. Review of cd images confirms the event description provided by the account. There is no evidence of vessel injury immediately post deployment of the integrity stent. (Ref. MFR #s 9612164201100463, 9612164201100464).

Manufacturer narrative:
(B)(4). Results and conclusions: (patient vessel/lesion morphology). (Complex nature of the procedure). (Death).